Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due an infection at the infusion set site. Blood glucose was over 200 mg/dl. Customer was treated with manual injections to address bg. Type of infusion set used was not reported. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.